Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, wrinkled iol. Additional information was received stating lens was explanted during initial procedure.surgery was completed with unspecified lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in lens case. Solution was dried on the lens. Both haptics were slightly bent in the gusset area. The optic was pressed between the posts of the lens case. Any of the observed damage could have been interpreted as the reported "wrinkled" complaint. The lens is not wrinkled. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated cartridge and viscoelastic were provided. The handpiece used with the cartridge was unknown. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The product investigation could not identify a root cause for the reported complaint. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. Both haptics were slightly bent in the gusset area. The optic was pressed between the posts of the lens case. Any of the observed damage could have been interpreted as the reported "wrinkled" complaint. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Due diligence has been performed in an attempt to obtain further information on this event. Not enough information was provided from the reporter to determine if a qualified cartridge and handpiece combination was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).